Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for free triiodothyronine (ft3). The sample was initially tested at the customer site on an e602 analyzer. The sample was provided for investigation, where it was tested on an e601 analyzer and an e411 analyzer. The patient was not adversely affected. The ft3 lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. It was stated that no further information could be provided by the customer. A general reagent issue can most likely be excluded.